Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was revised 2 times due to high capture thresholds. The lead was later explanted and replaced. The patient was stable.